Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was initially stated, the light has missing a cover and a cap. Further the technician confirmed information that dust cover is missing and plastic cover is faulty. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may lead to serious injury. Device was repaired and returned to use. It was established that when the event occurred, the surgical light did not meet its specification as covers should not fall and it contributed to incident. At the time when the event occurred, the device was not being used for patient treatment or diagnosis. The possible root causes are : non-conformity of the metal covers assembly. Degradation of the metal covers. Improper use (collision with another device) inappropriate use. Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (B)(4) to include this dust cover fitting procedure in the technical documentations with all spring arms. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is also to provide a correction of describe event or problem section. This is based on the result of information provided during investigation. #b5: previous describe event or problem: on (b)(B)(6) 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the light has missing a cover and a cap. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may lead to serious injury. Corrected describe event or problem: on (B)(6) 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was initially stated, the light has missing a cover and a cap. Further the technician confirmed information that dust cover is missing and plastic cover is faulty. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may lead to serious injury. Device was repaired and returned to use.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was initially stated, the light has missing a cover and a cap. Further the technician confirmed information that dust cover is missing and plastic cover is faulty. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may lead to serious injury. Device was repaired and returned to use.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 1st july, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the light has missing a cover and a cap. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may lead to serious injury.